Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a house-wide unexpected loss of centralized monitoring impacting multiple devices. No patient harm was reported.